Event description:
It was reported that the right atrial (ra) lead triggered a patient alert. Dislodgement was suspected as the lead had increased impedance, loss of capture, and increased thresholds. Also the left ventricular lead was reported to have high threshold. Both leads are still in use. The patient was a participant in the (B)(4) study. No patient complications have been noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as four patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2010 12:21:18 and (B)(6) 2010 15:00:17. The weekly pace lead impedance trend data shows varying impedance increase for min and max atrial pace bi impedance from 1045 to 4047 ohms range between (B)(6) 2010 and (B)(6) 2012.